Manufacturer narrative:
(B)(4). Device evaluation summary: complaint sample was not received for investigation. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it is evident that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code vp2421 and lot t5012 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. Needle pull-off test was performed over five retain samples and the results were found to meets the average usp requirement. All the individual as well as average needle pull-off values were found to meet the ups specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Batch manufacturing records of vp2421/t5012 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and moisture test results and found to meet the specification requirement.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The needle got detached from the swaged point. There were no adverse patient consequences reported.